Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfray be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D10: concomitant med products and therapy dates: omnispan meniscal repair 27deg device x2, meniscal deployment gun device (B)(6) 2024 to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI (B)(4) incomplete.

Event description:
Report 2 of 4 for this event. It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2024, it was observed that the meniscal deployment gun device could not fire the omnispan meniscal repair device, changed another two to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: the device expiration date was unknown in the initial report. The date of expiration has been updated accordingly. H4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly. D9, h2, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in used condition. The plates are already deployed. The suture is in good condition. The needle was found bent at the connecting tabs on its proximal end. A functional test cannot be performed since the needle is bent and the plates are already deployed. The overall complaint was not confirmed as the observed condition of the device would not contribute to the complained device issue. Based on the investigation findings, a potential cause for the reported condition (not fire) cannot be provided since the plates were already deployed. A potential cause for the bent needle connecting tabs is traced to procedural variables, such handling of the device or product interaction during procedure; the needle may have been forced up and down while it was removed from the shaft, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non-conformance regarding this lot.